Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer failed to produce an aerosol of asthmanefrin inhalation solution to alleviate his asthma symptoms; furthermore, the pt added that he experienced an asthma attack and was admitted to a hospital for treatment as a result of the atomizer failing to function.